Manufacturer narrative:
Qn# (B)(4). The device is not intended for sale in the us. Similar device/component sold in the us

Event description:
It was reported that the user found leakage from the proximal extension line of the catheter while flushing. The kit was replaced with a new one.

Manufacturer narrative:
Qn# (B)(4). The customer returned one PICC catheter for evaluation. The device showed signs of use in the form of adhesive material on the extension lines. After the catheter failed functional testing , it was microscopically examined. A small, smooth slit was found on the extension line body of the proximal extension line. The damage is consistent with that of something that has come in contact with sharps. The inner and outer diameter of the extension line were measured and were found to be within specification. The catheter body was cut 70.5" from the distal end of the juncture hub. The detached portion of the catheter was not returned for evaluation. The catheter was functionally tested by clamping off the distal end of the catheter and attaching a lab inventory syringe filled with water. When the plunger was depressed, water leaked out of the slit in the proximal extension line body. A device history record review was performed with no relevant findings. The IFU provided with the kit cautions the user "do not use scissors to remove dressing, to reduce risk of cutting catheter." The IFU also informs the user, "after single use, discard in an approved sharps collector in accordance with applicable regulations and hospital/institutional policy. For greatest safety, use a one-handed technique and activate away from self and others." The customer report of the proximal extension line leaking during use was confirmed by complaint investigation. The proximal extension line had a tiny slit in its body. The damage indicated contact with sharps. The catheter passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the user found leakage from the proximal extension line of the catheter while flushing. The kit was replaced with a new one.